Event description:
A surgeon reported an intraocular lens (iol) exchange is planned. In a f/u phone call, the nurse confirmed the lens was exchanged for another model and power iol. The nurse did not remember the reason the lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicates the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 11/30/2011 by fax, phone and mail. A completed questionnaire has not been rec'd. (B)(4).